Event description:
It was reported that the device had scratch front screen. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of ¿dropped device¿ was confirmed. 7 pcu devices were visually inspected. A combination of damaged front cases and rear cases were observed. Thereby confirming the reported issue. On 13-nov-2024, pcu device was received unboxed and with paperwork. External investigation confirmed the reported issue. Internal investigation was not deemed necessary. Device to be returned to san diego repair center for normal processing. Recommend bd san diego repair center replace all damaged front cases and rear cases. Failure investigation report attached to qn in sap this report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had scratch front screen. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue of ¿dropped device¿ was confirmed. 7 pcu devices were visually inspected. A combination of damaged front cases and rear cases were observed. Thereby confirming the reported issue. On (B)(6) 2024, pcu device was received unboxed and with paperwork. External investigation confirmed the reported issue. Internal investigation was not deemed necessary. Device to be returned to san diego repair center for normal processing. Recommend bd san diego repair center replace all damaged front cases and rear cases. Failure investigation report attached to qn in sap this report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.